Event description:
It was reported that on (B)(6) 2006 the patient presented low back pain with the preoperative diagnosis of lumbar radiculopathy. The patient underwent surgery consisting of a l3-s1 laminectomy and l3-l4, l4-5, l5-s1 interbody fusion and posterolateral arthrodesis l3-s1. Per the operative report some graft material was ¿placed in the lateral gutters for posterolateral arthrodesis at l3-l4, l4-l5, and l5-s1.¿ no complications were noted. It was also reported that the patient presented a postop low grade fever, mild tachycardia and some transient hypotension. A post ¿op chest x-ray revealed ¿right internal jugular central venous sheath in place with its tip overlaying the distal right internal jugular vein. ¿.there is some linear and band like opacity at the bilateral lung bases most compatible with atelectasis or scar. There is no significant pleural fluid or pneumothorax.¿ a 3v lumbar spine x-ray was performed which showed postsurgical changes or the lumbar spine at the levels l3-l4 and l4-l5; and mild anterolisthesis. On (B)(6) 2007 a 3v lumbar spine x-ray was performed which showed ¿postoperative changes compatible with posterior interbody fusion from the l3 to s1 levels are present. Posterior fixation rods, transcortical screws, and intervertebral disk spacers are in position. Note is made of slight eccentric positioning of the intervertebral disk spacers at the l5-s1 level.¿ also, a MRI of the lumbar spine was taken which showed postoperative fluid collection along the postoperative laminectomy site approximately 2.8 x 3.7 x 6.5 cm in size. This most frequently represents a seroma. On (B)(6) 2007 a lumbar spine CT was taken which demonstrated that the ¿disk cages at the l3-4, l4-5 and l5-s1 level all project posterior to the disk space and cause epidural impression at all of these levels. This impression is severe bilaterally at the l3-4 level as well as on the right at the l5-s1 level. Postsurgical changes as described above with no evidence of hardware fracture. Fluid collection posterior to the thecal sac from the anterior aspect of l3 through the inferior aspect of l5. Differential would include seroma, hematoma or pseudomeningocele. An abscess is less likely, though cannot be excluded.¿ on (B)(6 ) 2007 the patient presented lower back pain and underwent a lumbar spine myelogram which showed lucency around the left s1 screw suggestive of loosening and the interbody cages projecting posteriorly through the vertebral body margins at multiple levels. A lumbar spine CT post myelogram was taken which demonstrated retropulsion of interbody spacers which encroached upon and abut the nerve roots at l5-s1 and lucency surrounding the left s1 pedicular screw, suggestive of loosening. On (B)(6) 2007 a chest pa and lateral xray was performed which showed minimal fibrosis or stelectasis in the left lung base medially. The chest is otherwise negative. On (B)(6) 2007 the patient presented a reoccurrence of pain and upon evaluation there was noted a loosening of her instrumentation. She showed evidence of migration of her interbody cages and loosening of her screws. The patient underwent revision surgery of a posterior lumbar interbody fusion for lumbar radiculopathy which consisted of an evaluation at prior l4-5, l5-s1 fusion; removal of previous posterior instrumentation; repositioning of interbody fusion device at l4-5 and l5-s1; left l4-5 foraminotomy; left l5-s1 laminectomy; l4-s1 posterior segmental instrumentation; harvesting of iliac crest graft and cancellous bone graft for posterolateral arthrodesis; posterolateral arthrodesis, l4-5, l5-s1 and ebi bone stimulator placement. Per the operative report ¿¿..I removed the previous instrumentation, the rad and locking caps and the cross connectors. After I did that, then I identified that the s1 screws were loose and I removed those and placed larger screws into s1 bilaterally. At this time, then I turned my attention to the left side and at l4-l5 I did the medial facetectomy. I identified the medial part and identified the 2 screws and identified the medial part. I did a facetectomy. Identified a l4-5, identified the l4-l5 screws and I did the foraminotomy. I did a medial facetectomy, foraminotomy and carried this dissection even further out laterally and freed up all the nerves. At this time, through the fibrous band-like, I could identify the cage and then I used a pusher and an impacted it further and it did move 2 to 3 mm with inferiorly and was clearly below the level of the posterior margin of the vertebral body. After all this was done, no evidence of csf leak was identified, then I turned my attention to the left l5-s1 again. I did a medial foraminotomy and decompression of the nerve and carried bilaterally and this was completely decompressed. Then, identified the prosthetic cage at l5-s1 and pushed this medially and further impacted into the l5-s1. I got an x-ray and clearly the left cages have moved, the right cages were obviously not moved. After this was done, 2 rods were chosen. The same rods were chosen and locked in position with new caps on the left side and then I could place all this interbody instrumentation had been achieved. Then I turned my attention to the right side. While I was placing the rod, the right l5 screws had been stripped on the tops and this had to be replaced, after this was done, the rod was chosen arid then and locked in position and then 2 medtronic cross connectors were placed. After this was done, then I turned my attention to the iliac crest. The left iliac crest, then I dissected and identified the iliac crest and the fascia was separated using osteotomes and gouges. I harvested the iliac crest and for cancellous bone. Then I used this to be mixed with bmp in the lateral gutters for posterolateral arthrodesis at l4-5 and l5-s1¿.¿ no complications were noted. The intraoperative x-ray of the lumbar spine showed ¿surgical changes are again noted with the presence of disk space cages at the l3-4, l4-5 and l5-s1 levels. There are also transpedicular screws again noted at each of these levels. The posterior rods have been removed. There is a probe in place overlying the posterior elements at the l3-4 level. The vertebral bodies remain normal in height. ¿ on (B)(6) 2007 the patient was discharged from the hospital. On (B)(6) 2007 the patient presented lumbar arthritis and had a lumbar spine 3 v x-rays taken that demonstrated ¿posterior fusion re-identified from l3 through s1 with spacer devices at l3-l4, l4-l5 and l5-l1. Stable grade I retrolisthesis of l3 on l4 with mild grade I anterolisthesis of l5 on s1 bone growth device over posterior spine. Stable appearance to lumbar fusion since (B)(6) 2007.¿ on (B)(6) 2007 the patient presented pain which increased with activity and some lower left extremity parathesis. On (B)(6) 2007 the patient had a 3 v lumbar spine x-ray taken which showed ¿postoperative changes are seen with posterior interbody fusion hardware from l4 through s1. There is no evidence of hardware fracture. Intervertebral disc spacers are in stable position. Vertebral body alignment is stable since prior exam. A spinal stimulator is again noted.¿ on (B)(6) 2007 the patient presented left knee pain and right hip pain. A 4v x-ray was performed which showed mild degenerative arthritic change. Also a 2 v of the right hip was taken which showed mild degenerative arthritic change of the right hip. On (B)(6) 2007 a lumbar spine 3v radiograph was taken which demonstrated ¿the patient is status post fusion and instrumentation from l2 through s1, with bilateral pedicle screws noted as well as disk spacers. The osseous structures are in near-anatomic position with no sign of complication.¿ on (B)(6) 2007 the patient presented tingling, numbness , low back and left calf pain, some knee pain, bladder urgency. Per the doctors notes: ¿she did have migration of her interbody device and recurring pain, and had repositioning of interbody cages at l4-5 and l5-s 1 and foraminotomies at l4-5 and l5-s1 on the left side with placement of ebi bone stimulator on (B)(6) 2007.¿cuatious in her movement on (B)(6) 2007 the patient had a 3v lumbar spine radiograph taken which showed ¿posterior interbody fusion ofl3 through s1 with interpedicular screws and rod in unchanged position since prior exam. There are intervertebral disk spacers at l3-4, l4-5 and l5-s1 with bilateral laminectomy changes. There is redemonstration of the bone growth stimulator. There is posterior positioning of the fusion devices at l3-4 without significant change from prior exam. There is also questionable posterior positioning effusion devices at l5-s1, also unchanged from prior exam. The overlying soft tissues appear unremarkable. ¿ on (B)(6) 2007 the patient underwent a surgical procedure which removed the bone stimulator. No complications were noted. On (B)(6) 2008 the patient had a 3v lumbar spine xray which demonstrated ¿..minimal levoscoliosis. Extensive postoperative changes are present with pedicle screws and posterior fixation rods bridging l3 through s1. Intervertebral disk spacer cages are present at l3-4 through l5-s I. The disk spacer cages are mildly posteriorly positioned at every level, most prominent at l5-s1. Posterolateral bony fusion masses and bone stimulator are seen. On (B)(6) 2008 the patient presented progressive low back pain and underwent a lumbar spine CT which demonstrated an¿¿ interval shift of the patient's left intervertebral disc cage at l4-l5, which now appears to project over the anterior cortical margin of the l5 vertebral body. Whether this represents postoperative change versus underlying shift of the surgical hardware is unclear and clinical correlation is recommended. In addition, almost all the other intervertebral disc cages overhang the posterior margins of their respective vertebral bodies with posterior displacement into the central canal. Overall the degree of posterior displacement remains unchanged. However, secondary to the significant degree of metal streak artifact at the surgical levels, the degree of thecal sac effacement cannot be evaluated since the soft tissues are not optimally visualized, otherwise, the rest of the surgical hardware in terms of the transpedicular screws, as well as posterior fusion rods extending from l3 through s1 appear to be within normal limits with no interval change in terms of positioning. No CT evidence of any abnormal lucency to suggest hardware failure or fracture. The soft tissue structures and central canal cannot be evaluated from l3-l4 through l5-s1 secondary to significant degree of overlying metallic artifact. Mild degenerative changes, as described. ¿ on (B)(6) 2011 the patient presented lumbar pain and lumbar radiculopathy with evidence of degenerative changes at l2-l3 and received lumbar epidural steroid injections at l2-l3 level. On (B)(6 )2011 the patient presented lower back pain and underwent a lumbar spine CT which demonstrated ¿moderate central canal stenosis at the l2-l3 disc space. No significant interval change from the previous examination¿. The disc cage devices at the l3-l4 and l5-s1 disc spaces appear to be projecting beyond the posterior margin of the vertebral bodies. This is unchanged from the previous examination.¿ the patient also had a lumbar spine MRI taken which also showed ¿moderate central canal stenosis at the l2-l3 disc space ¿. The disc cage devices at the l3-l4 and l5-s1 disc spaces appear to be projecting beyond the posterior margin of the thecal sac.¿

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.